Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported by the pmi group that a patient underwent a left hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient is being considered for a pmi product on an unknown day as the patient is having problems subluxing. Patient has a size 48 trispike cup in with a 22-size liner. The surgeon wants a custom ringloc freedom constrained liner made for the cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.